Event description:
It was reported to philips that system wouldn't allow xray due to image disk full. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected during diagnostic procedure the issue got happened and the procedure was delayed. It was reported that the system wouldn't allow xray due to image disk full. Review of the logfile confirmed the disk malfunction¿ x-ray not possible and programming error¿. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the image disk was full. Fse recreated image store and performed operation check. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.